Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40mg/dl. Reportedly, the customer inadvertently performed the load fill tubing while connected to the infusion set tubing and delivered 21.5 units of insulin. Bg was addressed by disconnecting from the infusion set tubing and consuming carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.